Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an expired microsensor was used on a patient on (B)(6) 2020 (expiry date 31 jul 2020). The patient was in critical condition and the microsensor was inserted for icp monitoring. On (B)(6) 2020, the patient was in the ICU unit, and on (B)(6) 2020 the patient died.

Manufacturer narrative:
Unique device identification (UDI) - (B)(4). The complaint sample was not returned to codman (still in situ on (B)(6) 2020), therefore an evaluation of the device could not be performed. The possible root cause for ¿expired microsensor was used¿ could be due to ¿unclear IFU instructions¿. As specified:¿ product labeling clearly defines all known clinical complications associated with placement and use of this device. Labeling cautions that neurosurgeon is responsible for taking appropriate steps and procedures to avoid infections and complications¿. It is also to note according to additional information provided by physician before or during surgical procedure that :¿neuro trauma patient. Patient was in a critical condition. Patient is not expected to survive due to their presenting condition¿. Conclusion from integra medical safety director: "patient death is attributed to head trauma sustained by the patient on (B)(6) 2020 which initiated progressive degeneration condition resulting in death 2 days later. Though expired product (i.e.,3-day post expiration) was implanted. There is no association between product expiration and the demise of the patient". Complaint will be closed as 'no complaint sample returned for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation will be performed.

Event description:
N/a.